Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. The user was provided with replacements for both the sensor and the transmitter. B4.date of this report 15 sept 2025. G3.date received by the manufacturer? 15 sept 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 25 june 2025, senseonics was made aware of an incident where the customer could not link the newly inserted sensor with the transmitter. No signal could be achieved in the placement guide. A transmitter replacement did not resolve the issue. The issue was escalated to next level support who issued a return material authorization (RMA) to replace the sensor.